Manufacturer narrative:
Device evaluated by MFR?: device return and evaluation would not be necessary as it will add no value to the investigation.

Event description:
It was reported that patient had a generator site infection, post-operatively. They were later seen in clinic and according to the referring physician, the infection is now clear. Device history records were reviewed for the generator and lead. The generator and lead passed all specifications prior to distribution. The generator and lead were hp sterilized. No other relevant information has been received to date.